Manufacturer narrative:
(B)(4). If implanted; give date: not applicable, iol was not implanted. If explanted; give date: not applicable. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that a pcb00 intraocular lens (iol) was ripped when it left the injector and the lens implanted. There was a little rip near the lens haptic. During follow up, it was clarified that the torn lens was detected before implanting and the lens was not implanted in the patient. There was no damage/injury to the patient or delay in the procedure because the lens was replaced immediately. No further information was provided.

Manufacturer narrative:
Complaint device was not returned for evaluation. Therefore, the reported complaint cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all lenses are inspected under 10x magnification. Any defects that do not meet defined specifications are rejected. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number have been received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 2648035-2016-00812. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.